Event description:
It was reported that: (B)(6) 2023, the doctor found the patient was in shock, respiratory arrest, and emergency resuscitation conditions during catheter use. After that cvc removal and rescue medication treatment. The patient condition is fine. Additional information has been requested from the account. A follow up report will be submitted after investigation.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4) the complaint of catheter related allergic reaction could not be confirmed. No sample was returned for investigation. The customer did not report that allergy testing was performed to confirm a chlorhexidine allergy. The instructions for use (IFU) provided with this kit warns the user, "the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Remove catheter immediately if adverse reactions occur after catheter placement. Chlorhexidine containing compounds have been used as topical disinfectants since the mid-1970's. An effective antimicrobial agent, chlorhexidine found use in many antiseptic skin creams, mouth rinses, cosmetic products, medical devices and disinfectants used to prepare the skin for a surgical procedure. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs." A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: on (B)(6) 2023, the doctor found the patient was in shock, respiratory arrest, and emergency resuscitation conditions during catheter use. After that cvc removal and rescue medication treatment. The patient condition is fine.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4 - UDI # corrected to (B)(4).

Event description:
It was reported that: (B)(6) 2023, the doctor found the patient was in shock, respiratory arrest, and emergency resuscitation conditions during catheter use. After that cvc removal and rescue medication treatment. The patient condition is fine.